Event description:
On (B)(6) 2013, the pt underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. During the procedure, the physician partially deployed the trunk and it took more than 50 minutes to cannulate the contralateral gate. After deployment of the trunk and contralateral leg, an angiogram showed that the proximal end of the trunk had fallen into the aneurysmal sac. After several attempts, the physician decided to convert to open surgery. The pt is in stable condition and the physician stated this event is not device-related. The pt's artery was extremely tortuous and the angle of the aneurysmal neck was about 90 degrees.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.